Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm due to blank display.

Event description:
Customer reported via phone call that they having some issues with the insulin pump and batteries. Customer's blood glucose value was unknown. Troubleshooting was performed. The batteries are lasting shorter than expected. Customer sates contacts was not missing or damaged. Customer sates neither compartment nor spring were damaged or corroded. Customer states they received failed battery test alert. The device will be returned for analysis.